Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose of 40 mg/dl. Customer declined troubleshooting for low. Customer reported the insulin pump kept alerting lost sensor and had issues with sensor readings. Troubleshooting was performed. No further info reported.